Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump had a blank display. The insulin pump had died and the customer had changed the battery with three different ones but the screen remained blank. The customer's blood glucose level was 232 mg/dl. The insulin pump was not dropped or bumped. The insulin pump was not exposed to moisture. The display did not return during troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.